Event description:
It was reported that the device was at recommended replacement time (rrt) after three years. Per the physician, the patient experienced a physical shock on the pocket after a fall and then rrt was noted. High thresholds were also noted on the right ventricular (rv) lead. It was unknown if the device reached rrt earlier than expected due to the shock or the high thresholds. The device was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2010. (B)(4).